Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): it was indicated that patient fell and experienced flu with vomiting the next day. The patient was afraid something could have happened to her therapy because she was straining so hard when she was vomiting. The patient went to ER 4 days after the fall because she was afraid she had meningitis and had a head and neck CT and a chest x-ray. Due to the return of symptom, patient services worked with patient to do a check to see if stim had gotten turned off. The patient reported stim on, on program 2 at 1.0. The patient stated she normally had stim at 0.7 or 0 and her husband increased it to 1.0 on the day of this call. The patient stated her fall occurred a week or so ago but did not fall on her implant side, she fell on the other side and her interstim was running since then. The patient reported that their symptom returned, stopped feeling stim , neck pain and noticed she was not getting help anymore, the patient noticed it probably a day prior to this call. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.